Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4)

Event description:
An ophthalmic surgeon reported that five days following an intraocular lens (iol) implant procedure, the patient experienced sensitivity to light and corneal edema. The surgeon reported the eye was not responsive to topical steroids and other medications. Additional information was received indicating the patients symptoms were improving with oral steroids. There are two medical device reports for this patient. This report is for the left eye.